Event description:
Hospital personnel responded to a person described as in cardiac arrest. Subsequent to approximately one and one-half hours of resuscitation attempts, the pt was connected to the device with pacing electrodes for external pacing. According to the reporter, the device alarmed "pacing leads off" and would not pace the pt. The pt was not resuscitated.